Manufacturer narrative:
Reagent issues were excluded as no further cases were reported and a correct rerun was performed with the same reagent. The field service engineer (fse) replaced the pinch valve (pv) tube, cell rinse tube, and sample probe. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 778962. The expiration date was requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received a questionable glucose hk gen.3 (gluc3) result from one patient sample tested on the cobas 6000 c501 module. The initial result was reported to the patient. The patient contested the result prompting the rerun of the patient sample. The initial result was 600 mg/dl. The repeat result was 90 mg/dl.